Event description:
In 2005, several trays of the greiner 8ml gel separator (red/yellow) serum tubes were contaminted with a cloudy liquid substance. Before the liquid was discovered in the tubes five pts were drawn with the contaminated tubes. Vendor notified. Pts were notified, redrawn. Vendor replaced the supplies and called for an immediate pickup of contaminated tubes for qa testing. Lot# 455071b40513; exp date 2006/10.